Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When putting the implants together the proximal body of the delta xtend implant would not fit into the stem. Opened another stem and everything went together like it should. Upon further investigation at the back table, we found that the hole in the stem was not big enough to receive the proximal body.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.